Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the doctor was saying that the unit needs to be calibrated. Initial qa inspection of the returned skin graft mesher on (B)(6) 2017 revealed that the calibration was within specifications and the mesher produced a passing sample mesh with our test cutter; however, the comb was damaged.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The follow up report is being submitted to relay additional information. On february 1, 2017, it was reported that the doctor was saying that the unit needs to be calibrated. On february 15, 2017, it was clarified that the issue occurred on (B)(6) 2017. No further information could be provided by the contact. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the handle was stuck on the mesher and the roller, worn bushings, worn side plates, damaged comb, gears, were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration was within specifications and the mesher produced a passing sample mesh with our test cutter. No cutters were returned for evaluation. Once disassembled it was noticed that the left side plate, shoulder bolts, and washers were worn and needed replaced. It was also noted that the comb was damaged and needed replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the worn bushings, worn side plate, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection it was noted that the calibration was within specifications and the mesher produced a passing sample mesh. While during the initial inspection it was noted that the calibration was within specifications and the mesher produced a passing sample mesh, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.